Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set fell off event on (B)(6) 2026. The infusion set fell off when it was tugged by the seatbelt, as the tape was not sticking properly. No further information available.